Event description:
Reporter called with complaint of her purchased inmode evolve-x body contouring device for use in her business. She purchased it in (B)(6) 2021 and received it in (B)(6) 2022. About one year ago, a client was burned by the device during treatment and reporter says that the device does not provide treatment as it was advertised to do (false advertisement). The device is advertised to help with weight loss through lipolysis. Upon further research, the reporter found that the device is used for temporary pain relief (FDA) and not for weight loss as advertised and that she has been unsuccessful with weight loss treatment with her clientele. She has lost business with the use of this device and has had several upset clientele. She has attempted to return the device for false advertisement and failure to treat for weight loss but the company will not accept or reimburse her for the device.